Event description:
It was reported that; the inside of the reliance lite t-handle broke while rotating during disc shaving.

Manufacturer narrative:
Lot code: 096836. Method: device inspection and device history review. Results: the device was confirmed to have a fractured inner shaft upon visual inspection. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Conclusion: the plausible root cause of the reported event is normal material wear based on the age of the device.

Event description:
It was reported that; the inside of the reliance lite t-handle broke while rotating during disc shaving.